Event description:
It was observed that during the device evaluation, the rigid scope exhibited, lightguide connection was loose. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the component failure of the lens and the lightguide connection. Led to the malfunction which is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.